Manufacturer narrative:
Follow up #1 submitted: 01/31/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, there were no ink spots visible on the display screen. There was no evidence of moisture behind the display lens or screen. There was no evidence of moisture in the battery or cartridge compartments. There were no cracks or damage to the pump. The keypad was intact without damage. A leak test was performed; there was no leak of moisture into the pump. The pump was opened for investigation and did not reveal any evidence of moisture ingress found on the internal components or printed circuit boards. Investigation was unable to confirm damage with moisture.

Manufacturer narrative:
This supplemental is to correct the brand name and model number for the product.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the display screen was cracked and there was moisture in the battery compartment. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display and moisture ingress issue remained unresolved with troubleshooting.